Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.